Event description:
It was reported that during a pneumonectomy procedure, the cartridge could not be loaded at the 2nd firing. Other cartridges were not loaded either. There was a possibility that a part of the cartridge was damaged. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2024. D4: batch # 800c22. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no visual non-conformances and with a gst45t reload present. The reload was received fully fired and without a pan attached. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 800c22, and no non-conformances were identified. Additional information was requested and the following was obtained: could you please provide more details for the "possibility that a part of the cartridge was damaged"? Was the plastic portion of the cartridge damaged? Was the metal cartridge pan separated from the plastic portion of the cartridge? I certify that all information that are known/available has been disclosed.